Event description:
The customer's wife reported that the customer died in a car accident. The customer's wife stated that the reason for the accident was that the customer's blood glucose dropped extremely low. The reported blood glucose reading was 0 mg/dl. The customer was wearing the insulin pump at the time of the report. The customer's wife did not have the insulin pump to return for analysis, but she said she would try to find it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.